Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the coblator ii controller system, when the foot pedal was depressed, no power was going to the wand. Another wand was opened to test the issue; however this wand did not activate either. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.